Event description:
It was reported that a pt was being treated with several banks of photo-therapy lights while in a warmer. A giraffe spot pt light was applied to the pt at a distance of 18"-24". The nursing staff subsequently moved the light closer to the pt. A nurse observed a 40-45mm (1 1/2" -1 3/4") reddened area on the right lower side of the pt's abdomen. The light was reportedly 18cm (7") from the pt at the time, this was discovered. The pt was examined and no medical treatment was administered. No injury was reported. The pt was released from the hosp in good condition.